Event description:
It is reported that a customer received a button error alarm on their insulin pump. The patient's blood glucose level was at 265 mg/dl. The customer's mother stated that sweat is possibly getting into the device. The customer's mother was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. The customer did not want a replacement insulin pump just yet and wanted to hold off on making any decisions. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.